Event description:
The philips bench repair technician (brt) performed evaluation on the mx40 1.4 ghz smart hopping indicated no audio. The device was not in use on a patient at the time of event, there was no adverse event reported.

Manufacturer narrative:
Diagnostic/functional testing was performed by the philips bench repair technician (brt). Results of the evaluation confirmed the speaker had no sound. The speaker was replaced by the philips brt to resolve the issue. No further investigation or action is warranted at this time.